Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces. No moisture damage was noted on the electronic assembly. Moisture damage was noted on the motor assembly.

Event description:
It was reported that the customer's insulin pump was exposed to water. Customer reported that the buttons on the keypad are not responding. Customer's most recent blood glucose level 120mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).